Manufacturer narrative:
The unit was investigated at the hospital by our filed service engineer, the performed investigation revealed that the compressor tubing was broken. No pictures or parts have been returned for investigation. The reported faulty part is supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. There is no information of when? Or if the pm have ever been performed concerting this reported device. The compressor mini must be serviced at regular intervals by personnel trained and authorized by maquet. Any maintenance or service must be noted in a log book. The broken part is subjected to wear and tear if used during an extended period of time without being replaced during preventive maintenance. The reported unit was installed at the customers site on (B)(6), year 2010.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor was not working. The patient involvement is unknown. (B)(4).